Event description:
It was reported by the physician that he was having issues with his programming system. He did indicate that he had a second system, so no patients were affected by this issue, but he was having trouble communicating with the patient's generators. The handheld was confirmed to by unplugged at the time of use and the wand battery light stayed on for >25 seconds indicating that the wand battery had substantial battery life. The issue was said to have started on (B)(6) 2012 there were no other details available on the matter. Troubleshooting was performed by a manufacturer's representative. It was indicated that when the wand was substituted a demo generator could be communicated with; however it was also noted that the physician's wand was able to communicate initially, but then stopped. It was noted that that the connection between the handheld and serial cable was loose, so the communication appeared to be successful when held in place with the physician's wand. A replacement was sent to the physician, however the suspect programming system has not been returned to date.

Event description:
The programming system was returned on (B)(6) 2013 and product analysis has since been completed. An analysis was performed on the returned handheld and the reported allegation was not verified. No anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications. An analysis was also performed on the returned flashcard and no anomalies associated with flashcard software or databases were identified during the flashcard analysis. Product analysis on the returned programming wand also revealed no anomalies. The wand performed according to functional specifications.